Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic surgical console presented low power on laser. The procedure details and patient harm was not reported. Additional information has been requested. Requested information received indicating there was no patient harm and procedure was completed by using backup device.

Manufacturer narrative:
Additional information has been provided in d.9, h.3, h.6 and h.10. The system was examined and the reported event was replicated. The slit lamp was subsequently replaced to resolve the issue. The system was tested and found to meet product specifications. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to non-conforming slit lamp. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).